Event description:
It was reported, the introducer sheath broke at the hub during insertion and the hemostasis valve detached from the end of the device. The device was exchanged to complete the procedure with no consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of device analysis, if there is any further relevant info, a supplemental medwatch report will be field.